Manufacturer narrative:
Because device was not returned to ok biotech, therefore, we were unable to perform further testing on the suspected device. Ok biotech reviewed the manufacturing record of this suspected device (meter serial number # (B)(4)), and the meter was qualified and released by the quality control department and shipped to pdc on 11/23/2017. We are unable to confirm the complaint because device was not returned and no further information from customer has been received, this matter has to be closed out with undetermined root cause.

Event description:
End-user stated that medical attention was sought on (B)(6) 2019 around 10:00pm at home. The end-user stated that she checked her blood sugar with her prodigy meter and received a result 290mgd/dl, a normal result for that time of day is around 150mg/dl. About 30 minutes later she stated that she had a headache and felt as though her blood sugar was dropping which prompted her to call ems. Ems arrived within 10-15 minutes and performed a blood glucose test with their meter and received a result 75mg/dl. End-user was given orange juice by ems and was not transported to the hospital. When ems left her blood glucose was 90mg/dl. No other treatment was received. No additional information was provided.